Event description:
Customer reported a past high blood glucose event, but the specific cause was unknown. The highest blood glucose level was not specified, only displayed as "high." Customer managed the event by administering a correction injection via multiple daily injections. Control iq feature was active during the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.